Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element plus, mr, ous 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of proximal stent damage, with struts lifted and bunched. The undamaged crimped stent outer diameter was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 27jan2020 it was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed, 19mm approx, eccentric target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.00x20mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with a different device. There were no patient complications reported. Patient was stable. However, returned device analysis revealed stent damage.